Event description:
The manufacturer received information alleging a dreamsatation bipap avaps device alarmed and shut down. The patient's blood oxygen level decreased and was admitted to the hospital. It was reported that the patient expired a few days later while in the hospital. The patient was at the end state of their disease process. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported that a dreamstation bipap avaps device alarmed and shut down. The patient's blood oxygen level decreased and was admitted to the hospital. It was reported the patient expired a few days later while in the hospital. The patient was at the end state of their disease process. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The customer's complaint was confirmed of the device alarming and shutting down. The event was due to an additional resistance on the inlet flow path of the device, caused by an external blockage. Although the customer's complaint was confirmed, the device operated to design specifications. The device alerted the user of the event. Product labeling states,"this device is not intended for life support or invasive ventilation. The device provides positive pressure ventilation and is indicated for assisted ventilation through a noninvasive interface. The device does not provide ventilation with a guaranteed tidal volume delivery. Patients requiring ventilation at a predetermined tidal volume are not candidates for pressure support ventilation." Correction to the previous reported event:on MDR 2518422-2019-00749. The patient was already hospitalized when the event occurred. The patient's was placed on a hospital device and a week later the patient expired.